Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of may 14, 2015 the alleged faulty main board has not been received.

Event description:
The distributor in (B)(6) reported that the ventilator was giving a xdcr fault, circuit fault, high pip, low ve and high rate alarms while on a test lung. No pt involvement.